Manufacturer narrative:
Isite pacs is a software product. We are able to evaluate the product at the customer site by remote access, as well as evaluate the same product version in-house. Based on the available information at the time of this report, we cannot confirm that the device was a factor in the incident. Philips is in the process of obtaining additional information regarding this issue and the complaint is still under investigation.

Event description:
Customer reported dictation was made to an incorrect pt. They identified that occasionally when using a third party dictation device with isite pacs, the pt displayed in the dictation device report list is different than the pt displayed in isite pacs. The pt information in each application is correct for that application. The images in isite pacs are correctly labeled. The doctor detected the mismatch before the incorrect dictation was complete and the report was never sent.